Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that user was able to open the drawer but could not retrieve the medication from the pocket, which caused a delay in dispensing medication to patients. However, the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that user was able to open the drawer but could not retrieve the medication from the pocket, which caused a delay in dispensing medication to patients. However, the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row b in enhance half height drawer 5.2 was not on bus. A field service engineer (fse) pulled down to diagnostics and row was still not seen. So, the fse released all the cubies and cleaned up debris. Then powered the station off and reseated the rowboard cable connections to trays. The system functioned as intended after the field service engineer repaired the device.